Event description:
It was reported that the patient experienced palpitations, pain/discomfort in the chest. It was noted there was a cardiac perforation right ventricule. The lead was explanted and replaced. No further patient complications have been reported as a result of this eve nt.